Manufacturer narrative:
Manufacturer's investigation conclusion. The system controller was evaluated following the reported event of atypical low voltage and power cable disconnect alarms. A review of the event log files contained data spanning approximately 3 days (21mar23 ¿ 22mar23, 4apr23 per timestamp). From 21mar23 at 19:14:10 to 22mar23 at 9:30:29, intermittent power cable disconnect alarms activated due to an invalid rsoc fault associated with the white power cable being outside the expected voltage range. The alarm was not associated with a power source exchange and resolved shortly after each time. The alarm did not affect the controller¿s ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The heartmate 3 system controller (s/n: (B)(6) ) was returned for analysis in unremarkable condition. The controller underwent preliminary and functional testing and passed without issue. The controller was connected to a mock circulatory loop and operated the system for an extended period of time. No atypical alarms were reproduced. Per the provided information, the controller exchange did not resolve the alarms. Additionally, it was reported using a new battery clip set did not fix the issue; however, recalibrating the batteries resolved the event. The reported event was unable to be correlated to an issue with the returned system controller. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including low voltage and power cable disconnect alarms, and the actions to take if the alarm cannot be resolved. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low voltage and power cable disconnect alarms on the black power lead. The black power cable was possibly fractured and fatigued. A controller exchange was performed. A low voltage alarm occurred after the exchange. Troubleshooting the batteries resolved the issue.